Event description:
It was reported that during an ipg replacement procedure (MFR 3006630150-2021-02196), one of the patients lead polyurethane was worn off and the cables inside the lead were exposed. It was also mentioned that in the process of trying to insert the other lead to the new ipg the other lead was damaged. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2138700, model: sc-2138-70, serial: (B)(4), batch: 140230.

Event description:
It was reported that during an ipg replacement procedure (MFR 3006630150-2021-02196), one of the patients leads polyurethane was worn off and the cables inside the lead were exposed. It was also mentioned that in the process of trying to insert the other lead to the new ipg, the other lead was damaged. The patient will undergo a revision procedure.